Event description:
The customer reported through the olympus call center that her auxiliary water tube was experiencing sterilization/reprocessing issues. No further customer contact information was provided so, questions to help clarify the event could not be requested. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inappropriate and/or insufficient reprocessing. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.